Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00063 to provide the evaluation results of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly. The actual sample was filled with saline solution to the solution level of 500ml and then primed. Air bubbles were found to flow into the venous filter. The actual sample, then, was primed with colored saline solution. The solution was found to leak on the upper part of the venous filter. The actual sample was disassembled and the mesh component was removed from the venous filter component for further inspection. The venous inlet drop tube was found to have almost come off the venous blood inlet port. The solvent applied area on the above mentioned tube was measured for the length and confirmed to be comparable to that of the current product sample. The inside diameter of the above mentioned tube was confirmed to be comparable to that of the current product sample. A review of the DHR confirmed there was no indication of production related problem. A search of the complaint file back to past three years found no other report of this nature. A review of the manufacturing process identified one step that could potentially lead to this issue. Simulation testing was conducted with respect to adhesion time and fixture force. The venous inlet drop tube was bonded to the venous blood inlet port and held for three seconds. Then, the tube was pinched between two fingers at the bonded segment. It was found that the tube may possibly slide off the port. Several tests concluded at 6 seconds after the two components were bonded with each other, the tube will not slide off the port when it is subjected to a pinching force. Although the exact cause cannot be determined based on the available information, it is likely that the involved manufacturing operator applied a pulling force to the tube during placing it in the venous filter after having bonded it to the port. The devices in the stock in the factory were sampled and checked for the involved defect. No other defect was detected. This incident, therefore, can be determined as an isolated issue with no effect to other products. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00063 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluation is currently in progress. A follow up report will be submitted when the investigation is complete. A review of the device history record of the involved product code/lot# combination confirmed that there was no indication of production related problem. A search of the complaint file found no other report with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported air in the venous blood inlet port of the fx25 device. Follow up communication with the user facility reported the following information: after priming, the arterial line was clamped after the oxygenator module in order to check the motion of the centrifugal pump; the presence of air in the venous blood inlet port on the reservoir was noted; the arterial line was de-clamped and re-circulation was conducted; it was then noticed that some of the air bubbles stagnated in the lower part of the venous mesh filter in the reservoir; the solution level in the reservoir was around 400 -500 ml.; the circuit was replaced with a new one; after replacement the procedure was successfully completed; and there was no patient involvement.